Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath with exertion. Atrial undersensing resulting in unnecessary pacing was noted on current electrograms (egm), high thresholds and a lead position check failure were also noted on the right atrial (ra) lead. All therapies disabled. The ra lead remains in use. No further patient complications have been reported as a result of this event.